Manufacturer narrative:
A complaint with a conclusion code of cause traced to intentional off-label, unapproved, or contraindicated use indicates that the problems are traced to the intentional use of the device in an unapproved procedure, for an unapproved patient, or for which it is contraindicated, or not listed on the label. The directions for use state that the safety and effectiveness of the lotus edge valve system has not been established in patients with congenital unicuspid or congenital bicuspid aortic valves.

Event description:
It was reported that arrhythmia occurred. The patient presented with a moderately calcified bi-cuspid native aortic valve. A 25mm lotus edge valve was successfully implanted with no issues. Arrhythmia occurred and a permanent pacemaker was implanted within 24 hours of the implant procedure. The patient is now stable.